Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad was unresponsive. Customer's blood glucose level was 338 mg/dl. Customer stated the insulin pump had cosmetic damage. Customer stated the reservoir and insulin pump does not show signs of damage. Customer reported that past exposure of the insulin pump to fluid and there was no visible water or fluid in the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube) and cracked battery tube threads. Device received with blank flashing white display due to corroded electronic assemblies. Device received with corroded motor home switch. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly.